Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an issue with the cgm device which resulted in an adverse event. In describing the device malfunction she indicated it ¿wasn¿t working,¿ ¿was out of range,¿ and ¿didn¿t alert her¿ prior to or at the time of the event. She heard no alarms on her display devices, and her spouse who utilized the follow app on his phone did not receive any warning messages. The patient used an omnipod 5 insulin pump, and confirmed she did not use the closed loop feature. She used her phone with the g7 app and a receiver as display devices. Although she was experienced with g6 cgm, she had just recently changed to the g7 device, and the event occurred during her second g7 sensor session. The event was reported to tech support on (B)(6) 2025, and she contacted tech support to request to change from the g7 device back to the g6 device. The sensor was inserted in the arm on (B)(6) 2025. On (B)(6) 2025, in the early evening her spouse found her unconscious in bed. He was not able to wake her up, and called emergency medical services (ems). He did not check the cgm. He crushed up 7 glucose tablets and put the substance in her mouth. After paramedics arrived the first bg finger stick value was too low to read, and the second value was approximately 40 mg/dl. Treatment included two glucagon injections, and she did not know what other medication she received. She was transported to the emergency room (ER), and during the course of treatment at the ER, her bg increased to approximately 600 mg/dl. Her insulin pump which had been removed upon arrival was replaced and restarted (she did not utilize closed loop). The cgm was calibrated several times, no bg or cgm values were remembered. After her condition stabilized she was discharged home around 2:00 am. After returning home she continued to wear the sensor but used her glucometer to make treatment decisions. She did not remember other details. At the time of the call with med safety on (B)(6) 2025, she had recovered from the event, and was using a glucometer for treatment decisions. She had initiated the change back to the g6 product, and was expecting to receive g6 sensors within several days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.